Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any defects; however, functional leak testing was performed and a leak was found from a hole in the lower right corner seam. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking from the low right corner seam. There was no patient involvement. No additional information is available.